Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR # 2937457-2013-00225, 1225714-2013-03010, 1225714-2013-03011.